Event description:
It was later reported that the lv lead was explanted and returned.

Manufacturer narrative:
(B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, analysis of the device memory indicated oversensing associated with the right ventricular lead. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead was oversensing and the pacing lead impedance was rising. It was noted there were 18 ventricular non-sustained tachycardia episodes <(><<)>= 210 milliseconds between (B)(6) 2007. There were 5 ventricular fibrillation episodes <(><<)>= 200 milliseconds average v-cycle between (B)(6) 2007. The weekly pace lead trend data shows an increase for the maximum rv pace = 488 to 2064 ohms with peak between.